Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the tandem-provided charging supplies began burning or melting. Reportedly, the pump was charging during the event. There was no adverse impact to customer's blood glucose level. Customer reverted to an alternate tandem insulin pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. The usb cable and adapter was not returned for investigation; therefore, the initial reported issue could not be verified. The pump was returned for investigation and a different problem was found.